Manufacturer narrative:
Other relevant device(s) are: product ID: 9733320. Product analysis: product: 9733560xomr, s/n: (B)(4) no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem box was not functioning properly and displaying a number 8 error signifying an internal error. Another representative went to the site and found that the system was functioning as intended. The issue was unable to be replicated. No patient was present at the time of the event.